Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. As received, the monitor would not power on. Upon evaluation, there were corrupt files on the sd card. The cause of the inability to power on is the corrupt files. The root cause of the corrupt files cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor was not powering on properly.